Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary is applicable to this event therefore a review of the lot history, review of complaint history and review of manufacturing mitigations was not performed. No IFU/training deficiencies were identified during review of the applicable technical summary. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery was provided. However, no manufacturing nonconformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on the delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the balloon was fully inflated when it ruptured, patient had moderate degree of calcium in annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors calcification contributed to the balloon burst. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions CAPA nor product risk assessment pra escalation are required.

Event description:
As reported, during valve deployment, the balloon ruptured when fully inflated, the valve looked well positioned and the case was completed without any issues.

Manufacturer narrative:
Investigation is ongoing. Device not returned.